Event description:
It was reported that the guide wire stuck inside an ivus catheter and the devices were removed together as a single unit from the patient. Examination of the guide wire outside of the body revealed the tip coils were stretched. The returned product investigation found the tip ball had separated and was missing from the guide wire. It is unknown when or where the tip ball separated. There was no report that a guide wire fragment remained in the patient.